Event description:
It was reported that liquid leaked from the bd q-syte¿ extension set micro bore and into the patient's clothes during use when the device was connected to the joint, and a crack was found in the adapter. The following information was provided by the initial reporter, translated from chinese to english: "at 19:10 on (B)(6) 2019, the patient returned to the ward for transfusion after surgery. When the infusion device was opened and connected to the joint, the liquid soaked into the clothes. The q-syte was found the crack. In order to prevent transfusion reaction, medical staff immediately replaced the connector, explained the reason to the patient and his/her family after replacement, and solved the problem properly."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
The reported lot # [9134793] was not found for the reported catalog # [385102]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that liquid leaked from the bd q-syte¿ extension set micro bore and into the patient's clothes during use when the device was connected to the joint, and a crack was found in the adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 19:10 on (B)(6) 2019, the patient returned to the ward for transfusion after surgery. When the infusion device was opened and connected to the joint, the liquid soaked into the clothes. The q-syte was found the crack. In order to prevent transfusion reaction, medical staff immediately replaced the connector, explained the reason to the patient and his/her family after replacement, and solved the problem properly."